Event description:
The explanted lead was received by the manufacturer on 04/27/2015. Analysis of the lead is underway but it has not been completed to date.

Event description:
Analysis of the suspect lead was completed. Bare and exposed conductive coils were found during analysis. Stress induced fractures with torsional appearance on the negative and the positive coils with mechanical damage and break lines were observed. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. These findings are consistent with patient manipulation of the device while it was implanted. This manipulation may have contributed to the observed fractures. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
It was reported that system diagnostics returned low lead impedance (<600 ohms). It was reported that the patient had presented increased seizures; he did not perceive the magnet mode stimulation pulses and he did not present voice changes anymore. It was also reported that patient presented an infection in the generator area, following incision manipulation by the patient. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. X-ray were received and reviewed by the manufacturer. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seems to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A large portion of lead appeared to be wound. Part of the lead was behind the generator and could not be assessed. Based on the assessed image, the lead is likely damaged due to manipulation. It was reported that the patient underwent lead replacement surgery. Diagnostics upon connection of the new lead returned lead impedance within normal levels. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No explanted device has been returned to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.